Manufacturer narrative:
Mentor received a photo of the explanted device. Mentor completed a visual evaluation of the image provided. Photo evaluation summary: during the visual evaluation of the image provided, the device appears to be folded. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: material deformation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient¿s left breast implant appeared deformed, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 09, 2023, mentor received the device for evaluation as well as additional information. The patient's initials were added as (B)(6). Mentor became aware that the patient underwent explantation on (B)(6) 2022. On january 17, 2023, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that no shape distortion or anomalies were observed on the breast implant. The event described could not be confirmed as the breast implant was returned without detectable shape distortion. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer's reference number: (B)(4).